Event description:
Additional information received indicated that infusion was life sustaining.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the customer's reported problem it was not replicated. No problem was found with the pump displaying "no disposable" alarm message during the investigation by running the pump with customer's returned program. Visually inspected the pump's event history logs showed "no disposable" alarm messages after pump started. The customer reported condition was not confirmed. No fault found. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that this smiths medical cadd legacy pump cadd legacy pump, the pump exhibited "no disposable" alarm. It was reported that the cnss tried several fixes on site with no success and replaced cartridge with no success. Subsequently, the patient switched to backup pump. No patient consequences were reported. No adverse effects were reported.